Manufacturer narrative:
Device was returned to manufacturer for evaluation. Evaluation shows that the bottom jaw broke off at the pin joint due to excessive forces. The surgeon likely used a twisting motion. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the micropituitary was broken during the surgery. It took the surgeon 2.5 hours to retrieve the broken piece. No patient complications were reported.